Event description:
The lead reposition was attempted in 2009, due to high thresholds and low sensing. It was not possible to move the lead. A second attempt was performed the following day, with success.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.